Manufacturer narrative:
Analysis of the returned lead found that all conductors were broken 13.3 centimeters (cm) from the distal end of the lead. The complete lead was returned. An injex bumpy anchor was identified from 9.7 cm to 12.2 cm from the distal end of the lead. It was noted that the broken conductors in the body of the lead were identified at or near the injex anchor. The lab functional test found open circuits, but no shorts between circuits. Visual inspections of the connector end, braid, stylet coil, and electrode end were all ok. Setscrew marks were observed in the correct location. Visual inspection found that the outer insulation was intact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, (B)(4) applies to this report and (B)(4) no longer applies to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, lot# va1bs9g044, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured following the implant of the implantable neurostimulator (ins). It was noted there were no problems during the four-week trial period that preceded the ins implant. In an effort to troubleshoot the issue, impedances were measured directly on the lead with a trialing cable and an external neurostimulator (ens). Though the results of the troubleshooting impedance test were not reported, ultimately, the lead was replaced as a result and the issue was resolved. It was noted that surgical intervention had occurred with the event. The patient was alive with no injury at the time of report; there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.